Event description:
A customer experienced a negative shift in troponin I pt and qc results. A biased result of the magnitude obtained might result in inappropriate physician action. Results were not reported and there was no report of pt harm as a result of this event.